Event description:
It was reported that a powered wheelchair stopped unexpectedly and the seat fell off during use. The user fell and hurt her neck and did not seek medical attention. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
.